Manufacturer narrative:
Additional narrative: the part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. (B)(6). The product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. The number device is unknown; therefore, the manufacture date is unknown. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the locking components were damaged, the color marking to thimble was no longer visible, and the tool/cutter was broken inside the sleeve. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that a piece of drill was jammed and broken inside the attachment device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: upon further review of this complaint, it was determined that the date received by manufacturer was incorrectly documented as dec 2, 2016 in the initial report. The date received by manufacturer was dec 22, 2016. This information has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.